Event description:
This supplemental is being filed to include a conclusion code update.

Event description:
This supplemental report is being filed to include device analysis details.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and other manufactures right ventricular (rv) lead exhibited intermittent spikes in out of range pacing impedances measuring 2500 ohms. Technical services discussed possible causes. At this time this ICD and rv lead remains in service. No adverse patient effects were reported.